Event description:
The user facility reported that approximately 20 minutes after impella cp insertion, flow saturation noted on automated impella controller (aic) with flat motor current and max/min flows within 0.1l. The impella was explanted and a new one was placed without any issue. There was no patient harm reported.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the saturated flow has been completed. The pump was returned for investigation. During visual inspection, a small amount of biomaterial was observed wrapped around the impeller. No other physical abnormalities were noted. During the test run, attempts to remove the biomaterial were unsuccessful, and low pump flow was replicated. Data logs consistently indicated low pump flow from the beginning of the case without any motor current spikes. The total runtime of the case was 20 minutes. The root cause of the saturated flow/low pump flow issue was biomaterial found wrapped around impeller. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ corrections to the initial MFR report: